Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their stimulation not turning off and the issue begana month ago. Patient could not shut their stimulation off and they kept getting shocked. Patient had trouble turning stimulation off and on. Patient met with their representative and the representative was able to reprogram the patient and everything was working fine at the hospital and the representative was able to turn their stimulation on and off. Patient could not turn their stimulation off with their programmer when they went to bed. Patient mentioned their representative inserted new batteries in the programmer. Patient mentioned they usually had their settings at 1.65 and would turn their settings up to cut off the pain but they mostly had settings at 1.65. During the call patient synced to their implant. Patient confirmed seeing the lightning bolt symbol. Patient pressed the stimulation off button but the patient still saw the lightning bolt symbol on the screen. Agent sent request to repair to replace the programmer. Patient then got an empty circle with a question mark; agent understood this as poor communication screen and agent reviewed information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.